Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument had an unspecified issue. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed to be defective during central processing and was returned to isi for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found a broken proximal clevis that potentially contributed to the broken pitch cable. The instrument was found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.75mm x 1.9mm in size. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. A broken pitch cable is the affected adjacent component. The complaint regarding an unspecified issue was confirmed by failure analysis.